Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully competed on skin-contacting subraces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) year male patient developed skin irritation on his back under the lifevest. The patient's wife reported that the patient had bleeding and puss filled sores on his back underneath the rear therapy electrodes. The wife stated that the patient notified his doctor and that the doctor felt it may be an allergic reaction. Further follow-ups on the patient's status were unsuccessful. The patient ended use of the device due to the irritation. It is unknown the patient sought medical intervention. The patient's medical outcome is unknown.